Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02911). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 255-32784-275 on their 8015, while transferring their network configuration. It was unclear if before mentioning it, the unit was plugged into ac power while connected to systems maintenance. After verifying the 8015 was plugged into ac power, the transfer was performed again with no reported errors. All faults cleared.

Event description:
Problem description on 11/28/2018 09:05:51 rcrowe (B)(4). Problem description on 11/27/2018 12:46:18 rcrowe customer called experiencing error code 255-32784-275 on their 8015, while transferring their network configuration. It was unclear if before mentioning it, the unit was plugged into ac power while connected to systems maintenance. After verifying the 8015 was plugged into ac power, the transfer was performed again with no reported errors. All faults cleared.

Manufacturer narrative:
Addition: updated adverse event codes (h6).